Event description:
After completion of ablation using novasure device, dr. (B)(6) noted that the mesh on the device was torn. Under hysteroscopy, dr. (B)(6) visually confirmed that no mesh was retained in the uterus. Product used: novasure advanced impedance controlled endometrial ablation disposable device. Ref#(B)(4), lot#24602r, expiration: 07/22/2026.